Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.